Manufacturer narrative:
The lead remains implanted but not in use. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the routine device follow-up, loss of capture was observed on this right ventricular (rv) lead. The physician reprogrammed the device to pace only in the left ventricle and declined to preform further troubleshooting. A next follow-up was planned for in six months. The patient reported to lifting weights and performing other activities/movements what may have compromised the post-surgical recovery. It was noted the other device diagnostics and lead parameters were within normal range. No adverse patient effects were reported.